Event description:
As the customer was rotating the gantry remotely from the console area, the customer reported hearing a "pop" inside the treatment room. The gantry chain was found to be broken and the in-house bio-med pinned the gantry, so it wouldn't move. Varian service found a broken half link, which is determined to be where the gantry chain broke. It is unknown if a pt was on the couch at the time of this incident.

Manufacturer narrative:
The root cause of the broken half link is under investigation.